Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease folds, wear/abrasion and a curved opening on the posterior. A leak test and microscopic analysis were performed which identified a observed void >1 mm in the non-textured, valve-to shell-bond area, a smooth crease opening on the posterior and yellow biological tissue on the inner surface of device. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the posterior assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.